Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The getinge engineer installed another dss datasette to resolve the problem. All functional and safety tests were passed to factory specifications, and the iabp was returned to customer and cleared for clinical use.

Event description:
It has been reported that during recall software upgrade with the installation of dss datasette, there was a problem with the start up process on the cs100 intra-aortic balloon pump (iabp). The monitor screen remained blank and the system produced a high pitch noise until the system was switched off. This is an out of box failure (oob). There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Corrected field:

Event description:
It has been reported that during recall software upgrade with the installation of dss datasette, there was a problem with the start up process on the cs100 intra-aortic balloon pump (iabp). The monitor screen remained blank and the system produced a high pitch noise until the system was switched off. This is an out of box failure (oob). There was no patient involvement and no adverse event was reported.